Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the midline incision site. The patient underwent a revision procedure wherein the physician opened the midline incision, removed some scar tissue, and closed the site.